Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's other underlying risk factors which included his younger age at implant and other significant comorbidities likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 33mm 7000tfx mitral valve implanted in the tricuspid position for nine years, one month, due to severe tricuspid regurgitation and stenosis. A 29mm sapien 3 was implanted with excellent outcome. There were no complications and the patient tolerated the procedure well. The patient was discharged in stable condition on pod #10. This is a (B)(6) male with a very complex medical history including severe pulmonary hypertension, atrial tachycardia, chronic respiratory failure, chronic right-sided heart failure, chronic thromboembolic pulmonary hypertension, cirrhosis, congestive heart disease, long-term (current) use of anticoagulants, paroxysmal atrial fibrillation, and pulmonary embolism.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.